Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had malfunction. He changed the infusion set and his blood glucose went up over 300 mg/dl. He then tried to bring down her blood glucose by switching out the infusion set, new insulin, and new reservoir but the blood glucose didn't go down. Customer stated he was experiencing high levels of ketones and diabetic ketoacidosis. He had to go to his doctor's office and they lowered his blood glucose. The customer stated his blood glucose was under 200 mg/dl the night prior and when he woke up it was 323 mg/dl. The customer's symptoms were he treated for ketones and all of the symptoms. Customer was advised to do complete set change. Customer stated he would like to do the troubleshooting but he wanted to ensure his old insulin pump was programed. Customer was advised to call back to perform troubleshooting. Customer is not returning the insulin pump for further analysis.